Event description:
It was reported that the patient was presented in clinic for a routine follow-up and the implantable cardiac monitor exhibited a diagnostics anomaly. A device download resumed normal device function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.